Event description:
It was reported by the sales rep the device was used during a laparoscopic nissen fundoplication. It was reported that in performing the procedure the gaskets on (3) 512s trocars were torn and the co2 leaked. This caused delays in waiting for the pressure to get back up to 14mm. The case was extended 10 mins. All 3 trocars sleeves were replaced with new ones.